Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation/infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h 01/16; using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported her daughter was experiencing skin irritation with an distinctive odor coming from the pod and her skin. After removal, the site is red and comparative to a burn mark. The patient had a visit with her doctor, who diagnosed it as an infection, and was prescribed mupirocin ointment to be placed on the site after removal 3 times a day. Pod wear was longer than 48 hours.